Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years to elective replacement indicator (eri) over the course of one year. There is no evidence to suggest a request was made to have data from this device analyzed. The device also exhibited loss of stimulation and difficulty to interrogate, and the patient experienced atrioventricular block. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years to elective replacement indicator (eri) over the course of one year. There is no evidence to suggest a request was made to have data from this device analyzed. The device also exhibited loss of stimulation and difficulty to interrogate, and the patient experienced atrioventricular block. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years to elective replacement indicator (eri) over the course of one year. There is no evidence to suggest a request was made to have data from this device analyzed. The device also exhibited loss of stimulation and difficulty to interrogate, and the patient experienced atrioventricular block. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.